Manufacturer narrative:
The customer¿s products have been requested for return. Only, the customer's test strips were received, and where they were tested using a retention meter and retention controls. Testing results (qc range = 2.2 - 3.4 inr): qc 1: 2.5 inr, qc 2: 2.5 inr, qc 3: 2.5 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Routine retention testing was performed and passed the internal inspection. Retention testing data is reviewed and appropriate actions are taken as needed. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Unique identifier (UDI) # (B)(4).

Event description:
There was an allegation of a questionable result from coaguchek xs meter serial number (B)(4). At 3:19 pm, the meter result was 6.1 inr. At 3:52 pm, the laboratory result using an unknown reagent was 3.9 inr and was believed to be correct. The therapeutic range was 2.0-3.0 inr and the patient tests once a month.